Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. Upon interrogation the device exhibited backup vvi operation. Device download was performed successfully and the device was programmed to nominal settings. The patient was stable and will continue to be monitored.

Event description:
New information states that the device was explanted. No further information was available.

Manufacturer narrative:
The reported field event of a reset was confirmed. The cause of backup vvi was suspected to be due to an ic (integrated circuit) anomaly in the rf module. No anomalies were found during testing on the bench.